Event description:
Device implanted 8/26/96 for infusion of leucovorin, dexamethasone and heparin through hepatic artery and 5fu bolus injections through sideport. On 6/25/97, surgeon who was covering for implanting surgeon contacted the MFR sales rep for assistance. MFR sales rep requested that clinical services follow up with oncologist. Oncologist was on vacation for 2 wks; therefore, on 6/25/97, MFR nurse contacted facility nurse who refills the device. Facility nurse stated device is implanted deeply. Initially after implant, pt had seromas for several wks requiring aspiration of >100cc from pocket prior to refills done during that time. Device was mobile in pocket, i.e. Moved up and down, rather than freely, but did not rotate. Md evaluated pt and decided against any surgical intervention. Flow rate/refill data for this device is incomplete, but follwing info was provided: predicated flow rate= 2.23ml/day. 10/17/97- flow rate (fr) = 4.5ml/day (heparin 80,000u/50ml was in device during this cycle); 10/25/97 - fr= 3.25ml/day (fudr, leucovorin, dexamethasone, heparin 40,00u/30ml was in device during this cycle; 11/1/96- fr= 1.57ml/day, contents unk. From 11/96 through 5/97 flow rate ranged from 2.7ml/day to 2.4ml/day. On 5/1/97, sideport bolus by facility nurse resulted in a +hematoma (no details were available as the reporting person was on vacation at this time). On 5/16/97, pocket site was improving and there was no problem with flow rate. On 5/23/97, device was filled with leucovorin dexamethasone, heparin 40,000/20cc. Oncologist did not want to fill device for a one week cycle. On 5/30/97, residual volume = 17cc. Facility does not use a device refill kit. 60cc syringes are used with "plunger pulled back, but not removed", 22 g huber needles and a small "heparin lock tubing" between needle and syringe. Facility attempted to refill device with heparin 80,000/50cc and were only able to instill 45cc. Facility does 5cc needle placement checks. Positive resistance was met during refill, but resistance increased to point that the final 5cc could not be infused. The oncologist ordered the device to be emptied and urokinase placed in reservoir; however, when they attempted to empty the device reservoir, only 22cc was obtained. This occurred only 15 mins after initial fill of 45ml. Facility nurse was unable to explain loss of add'l volume and 22cc was reinjected into device. Urokinase was not used at that time. On 6/13/97, rv = 25cc. Pt was taken to nuclear med for a hepatic arterial perfusion study (haps). Radiologist insisted isotopes be placed in reservoir.